Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During an acute procedure, x-ray stopped. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation it was determined that several components were no longer responding. Within the collimator control module (ccm), filters were rattling and impacting the performance. In this situation the system switches to a safe mode and cannot generate x-ray any longer. No further clinical use is possible until the problem is resolved. After replacement of the ccm and the control module cable the system operates as specified. The manufacturer is not considering further actions resulting from this individual event.